Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and several potential findings were identified. As no sample was returned for investigation, it could not be determined if the findings were relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "peel away sheath not peeling away during cvc insertion." Additional information reports, "the doctor said the initi ating crack did not break both sides of the peal-way so I was left using forceps to force it to peel." All pieces of the peel away sheath was removed in entirety. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "peel away sheath not peeling away during cvc insertion." Additional information reports, "the doctor said the initi ating crack did not break both sides of the peal-way so I was left using forceps to force it to peel." All pieces of the peel away sheath was removed in entirety. There was no patient harm or injury. The patient's current condition is reported as "fine".